Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue noticed a pixel missing on the display. To fix the issue, the fse replaced the display assembly, the safety disk, and the tidal disk due to the date, and performed all functional and safety test per factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a broken the fiber optic connector on the console. There was no patient involvement, and no adverse event reported.

Event description:
During a checkout for the cardiosave intra-aortic balloon pump (iabp) for a reported issue unrelated to this complaint, the getinge field service engineer (fse), found that the customer had broken the fiber optic connector on the console. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Manufacturer narrative:
The getinge fse replaced the broken fiber optic connector then completed all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During a checkout for the cardiosave intra-aortic balloon pump (iabp) for a reported issue unrelated to this complaint, the getinge field service engineer (fse), found that the customer had broken the fiber optic connector on the console. There was no patient involvement, and no adverse event reported.